Manufacturer narrative:
The hydrus microstent was discarded by the user facility and is not available for evaluation. Additional event information, device identifiers and patient information were requested, but not received. A supplemental report will be submitted if new information is received. Hemorrhage, elevated iop, blurred vision, microstent explantation, and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent hydrus microstent implantation on an unknown date. In the weeks following implantation, the patient experienced elevated iop with intraocular hemorrhage resulting in hand motion vision. The surgeon explanted the microstent and subsequently implanted a tube shunt on (B)(6) 2022.